Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was encountered while removing air from multiple cartridges. Another syringe was used and air was removed. There was no reported impact to blood glucose.